Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The distributor reported on behalf of their customer that the aes-50s, aes 50 deg probe with suction, was being used during a knee arthroscopy procedure on 9may2022 when it was reported, ¿when performing ablation we discovered that the black sheath on the proximal shaft of the probe and the white one of the tip was eroding.¿ there was no report of injury, medical intervention or hospitalization for the patient. Further assessment questioning found that the device fragmented and fell into the patient; however, it was retrieved using suction. The procedure was completed as planned without any delay. The patient¿s current status was reported as ¿recovering well¿. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Examination of the returned used, item aes-50s found plastic heat shrink tube damaged at the distal end tip. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. (B)(4). Per the instructions for use, the user is advised to always maintain the active probe tip in the field of view. Injuries to the patient may result from inadvertent activation or movement of an activated probe outside the field of view. Do not activate the electrode while any portion of the electrode tip is in contact with another metal object, including the scope; localized heating of the electrode and the adjacent metal object may result in product damage and/or injury. Electrodes and probes of monitoring, stimulating, and imaging devices can provide paths for high frequency currents even if they are battery powered, insulated, or isolated at 50/60 hz. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The distributor reported on behalf of their customer that the aes-50s, aes 50 deg probe with suction, was being used during a knee arthroscopy procedure on (B)(6) 2022 when it was reported, ¿when performing ablation we discovered that the black sheath on the proximal shaft of the probe and the white one of the tip was eroding.¿ there was no report of injury, medical intervention or hospitalization for the patient. Further assessment questioning found that the device fragmented and fell into the patient; however, it was retrieved using suction. The procedure was completed as planned without any delay. The patient¿s current status was reported as ¿recovering well¿. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.